Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non calcified iliac vein. A 18-4/5.8/75 xxl esophageal balloon dilator was advanced for dilatation. However, during initial inflation at 5 atmospheres for less than 30 seconds, the balloon ruptured. The device was removed successfully from the patient and the procedure was completed with a different device. No patient complications were reported.